Event description:
It was reported that during attempted implant of the right ventricular (rv) lead the stylet would not pass through the rv lead. Therefore the rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed a blood/fluid obstruction of the distal conductor. There was also blood in/on the helix mechanism. Visual analysis noted the blood in the distal coil most likely entered through the is-1 pin.